Manufacturer narrative:
This MDR is result of a retrospective review of complaints. The manufacturer was not able to perform an investigation due to lack of communication from the user. Therefore, no root cause was found and there were no materials available to investigate.

Event description:
On (B)(6) 2019, senseonics was made aware that sensor is having inaccuracies.